Manufacturer narrative:
(B) (4).

Event description:
It was reported that stimulation was turning off. There was no known accident or incident related to this complaint. The pt was at the clinic at the time of the report. The pt's status was good. It was noted that the pt had two implantable neurostimulators (ins) implanted. The pt's left ins had been randomly shutting off over the past 2 months. The pt was not aware of anything new in her environment that could be causing this. Impedances were all normal. The pt was still getting fine stimulation on that side. Longevity calculation at the current settings was 78 months. Interrogation noted that the battery status was ok and indicating 112 months longevity. There was no evidence that the ins was low. The last reset was (B) (6) 2009 with 12 activations, which seemed low given the complaint. Replacement was being considered. Reference MFR report #3004209178201004185 (unable to determine which ins was the left ins).